Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device needed repair, overhaul, and calibration but was returned to the customer unrepaired, per the customer's request. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device was rattling when in use. It caused a full thickness defect. It slipped along the surface of the leg. The event occurred during surgery. There was no harm or delay and an alternate product was used to complete the surgery. No additional graft or sutures were required. There was no adverse event reported as a result of this malfunction.